Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's medical records were received. Records indicate the patient was revised to address migration of a femoral component and pain. Upon reimplantation the patient's bone was cracked while broaching.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product associated with this report was not returned. Product information required in retrieving the device history records for review and/or searching the complaint database was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. Patient medical records and x-rays were provided. Review of the supplied inputs did not confirm the reported device migration or fractured bone. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.